Event description:
It was reported that the patient with this implantable pacemaker experienced burning sensation around the device implant. Boston technical services (ts) referred the patient to the clinic. This device remains in service. No additional adverse patient effects were reported.